Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room due to high blood glucose over 500mg/dl, and the nurse requested assistance in reviewing the customer's insulin pump settings. The nurse stated that the customer experienced chest pain and diabetes ketoacidosis. The caller stated that the customer was off the insulin pump prior to her admission. Attempted to contact the customer several times for follow up in regards to insulin type used while on the insulin pump. No further information was provided.